Event description:
There is not one event on one particular day that can be indicated rather, it has been discovered that this product has performance issues that have been noted by clinical practitioners that are coming to light. They are as follows: -tightness on the grey plunger (when pushing down and drawing back)-sharp edges on the on the columns on the grey plunger -black/dark grey debris (specks or shavings) in the cylinder of the syringe. These "specks or shavings" have the potential to be injected into a patient if they are not detected this is a potential patient hazard.-when drawing up medications leakage has been noted around the rubber stopper, which creates a sterility issue particularly with the drug diprivan. ======================manufacturer response for 35ml sterile plastic syringe, monoject (per site reporter).======================the manufacturer will launch a quality assurance (q/a) inquiry.